Event description:
Boston scientific received information that this device and associated left ventricular lead were occasionally indicating a high out-of-range (oor) pace impedance measurement. A boston scientific field representative reported other lead measurements were normal and stable. The oor measurements could not be reproduced clinically with isometric exercises or device pocket manipulation. Review of recorded measurements showed stable impedances between 500 and 600 ohms, with an occasional reading of greater than 2000 ohms. The lead is being monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.